Event description:
It was reported that the patient had a revision on (B)(6) 2014 as one of the ¿wires¿ stopped working and the other was not placed very well. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
It was reported that the lead replacement occurred as scheduled on (B)(6). The patient was doing good.

Event description:
Additional information received from the patient indicated that they have had seven revisions on their current stimulator. The wires would stop or the whole device will stop, that is why they went with a pump also. The patient has zinging in their upper back and the device is not stimulating his back, stimulating their stomach and down their legs.

Event description:
Additional information received from the consumer reported that they had ¿six replacements,¿ but didn't know the dates of this. The consumer further reported that since 2013 either the lead wire stopped or the whole unit stopped because ¿blood got in it,¿ and they couldn't get it placed right three other times; but both leads stopped. The consumer further reported the implant replacement had been resolved because they had surgery to remove it resulting in the new implant working well and it was ¿the best they could get it.¿

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported the patient still had concerns about the device or therapy but was working their doctor or manufacturing representative. The patient had revision surgery (B)(6) 2014. The patient had no coverage in their back and only felt stimulation in the front of their stomach and down to their knees. The manufacturing representative reported that the patient would be re-trialed. If additional information is received a follow up report will sent.

Event description:
Additional information received reported the patient was scheduled for replacement on (B)(6) 2014.

Manufacturer narrative:
Concomitant medical products: product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 204, product type: lead. Product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead. (B)(4).